Event description:
It was reported that an asymptomatic patient presented in hospital for left ventricular lead revision. During the procedure, the right atrial lead exhibited undersensing. The physician elected to explant and replace the lead. The patient was well during and following the procedure.